Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have nasal inflammation. The patient did receive medical intervention in the form of prescription for saline, nasal drops and nasal creams. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.